Event description:
It was reported that stent damage occurred. The patient was presented with myocardial infarction. The 100% stenosed target lesion was located in the severely tortuous proximal right coronary artery. After crossing the lesion with a 0.75 amplatz left guide wire and a non-boston scientific guide extension catheter, pre-dilatation was performed. A 3.00 x 24 synergy ii drug-eluting stent was advanced for treatment but as the physician was positioning the stent, he realized he might have to pre-dilate the lesion again. During withdrawal of the device, the physician noticed the proximal edge of the stent had begun to fold upon itself away from the balloon. Due to concern the stent might come completely off the balloon, the physician decided to deploy the stent. The stent was fully apposed but about 5mm in length was lost due to the stent damage. The proximal part of the stent was post-dilated with a 3.5 x 18 nc balloon catheter and the procedure was completed. No patient complications were reported and the patient status was stable.